Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one hour post implant and atrioventricular node ablation resulting in an underlying junctional rhythm, the patient experienced runs of ventricular tachycardia (vt) and a sustained torsade's episode. The right ventricular (rv) lead exhibited rising thresholds. The next morning the rv lead displayed undersensing, with high and unstable thresholds and a micro-dislodgement. An rv lead revision was planned. It was further reported that the left ventricular (lv) lead was no longer functioning and had dislodged into the rv. The rv was revised to a new location, remains in use, and had measurements all within normal ranges. The lv lead was removed and when the physician attempted to regain access to the coronary sinus, the delivery catheter perforated and "made its own track." An echocardiogram was performed an noted a small pericardial effusion. The lv lead replacement was abandoned and the device was downgraded. The patient was administered albumin and no further intervention was needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.